Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A customer reported that an intraocular lens (iol) was tilted in the patient's eye and that the front haptic was protruding out of the iris. The iol was implanted five weeks prior to reporting the event. A second procedure was scheduled to reposition or explant the iol. Current patient status is unknown. Additional information has been requested but not received to date.

Event description:
Additional information was provided, indicating that one week after the iol was inserted there was no problem. Approximately five weeks later, the iol was noted to be malpositioned. The optic was tilted and one edge was sticking out through the pupil and the vision was relatively poor.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There have been no other complaints reported in the lot number.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided, indicating that one week after the intraocular lens (iol) was inserted there was no problem. Approximately five weeks later, the iol was noted to be malpositioned. The optic was tilted and one edge was sticking out through the pupil and the vision was relatively poor.